Event description:
Reporter indicated he as unable to turn on the handheld device. Follow up with the physician indicated that the device had not been plugged into the wall when not being used for some time. The physician plugged the device into the wall to get it charged and was then able to turn the device on. However, once the screen came on, it would freeze and the physician was not able to use it. Good faith attempts to have the product sent back for analysis have been unsuccessful to date.